Event description:
The end user states that the brakes are no longer holding on his chair and it is sliding when he is transferring in and out of bed.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.